Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/06/2020. Additional information was requested and the following was obtained: 1. What is meant by "during usage in surgery suture reattached from needle"? Did the needle pull away from the suture? Puling out the suture (needle holder holds on suture part) without any resistance from the abdomen, through endopath xcel troacar, needle reattached from the suture. Surgeons started to looking for missing needle. Before asking of x-ray, they decided to check one more time troacar and they found missing needle on the troacar valve part. 2. What is the product code and lot# of the device? Hospital reported v317h and last 2 delivered lots phbcdmq0 and phbbhzq0. 3. Did this event occur intra-op? Yes. 4. What was the name of the procedure? Gastric bypass surgery. 5. What is the procedure date? Unknown. 6. Was there any patient consequence? No. 7. Was any treatment rendered? No. 8. One needle is sh with a silver color, type tip taper point and correspond to the product code v317. The second needle received does not belong to product code v317, it is a black needle with a type tip: taper cut. Could you tell us, what is the product code of the second needle? No available information. Lot # phbcdmq0 is captured in medwatch # 2210968-2019-89755. Phbbhzq0 is an invalid lot number. Therefore, the product code and lot # are unknown for medwatch # 2210968-2019-89766.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. Device evaluation summary: the actual device was received as a detached needle of product code v317h, lot phbcdmq0 was received for analysis. During the visual inspection of the needle, the swage and attachment area were as expected and remnant of the suture was noted into the barrel hole and slightly marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. In addition, the suture was not received for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable of the performance pull off - suture needle, suggest an improper handling of the sample. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by "during usage in surgery suture reattached from needle"? Did the needle pull away from the suture? What is the product code and lot# of the device? Did this event occur intra-op? What was the name of the procedure? What is the procedure date? Was there any patient consequence? Was any treatment rendered?

Event description:
It was reported that a patient underwent an unknown procedure in 2019 and suture was used. During usage in surgery suture reattached from needle. There were no patient consequences reported.